Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information indicated by medtronic that reservoir had an air bubbles anomaly inside. Troubleshooting was performed. Customer advised noticed they had big air bubbles while on insulin therapy. The reservoir will not be returned for analysis.